Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, a low purge pressure alarm was noted. All connections were tight and dry. Attempted to reinsert the purge cassette and increased purge fluid to d10, with no success. Flows were maintained 2.3-2.5 lpm for the entirety of the case.